Event description:
It was reported that (1) device was used during a lung volume reduction. It was reported by the affiliate that the ez45g instrument does not fire. Another instrument was used to complete the case. There was no consequence to the pt.